Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue and the alleged touchscreen issue were verified. Additionally the alleged occlusion alarm issue was verified in the pump logs, however, no failure was identified.

Event description:
It was reported that the customer received an occlusion alarm. Subsequently, the pump became frozen on the occlusion alarm and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer turned the pump off in an attempt to resolve the issue. Subsequently, the pump battery was unresponsive, as the pump would not turn on when plugged into a power source. The customer's blood glucose (bg) was 289mg/dl.